Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical operations was unable to perform further investigation due to lot's expiration date.

Event description:
Customer reported older daughter received four false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results. See related cases for alternate false negative results. Individual received a false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 20118h, reader sn (B)(4). Individual tested positive with a sars-cov-2 pcr test on (B)(6) 2022. Individual experienced symptoms and had three family members who were testing positive for covid-19. Although requested, no additional information was provided regarding false negative event.